Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) has been confirmed. As received, the monitor was resetting. The cause of the inability to power on properly was an intermittent connection at bga component us00 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation is planned for (B)(6) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while attempting to "fit" a (B)(6) year old male patient to report that the monitor would not power on properly. The patient was issued a replacement monitor.